Event description:
The tubing detached from drip chamber, which resulted in a leak.

Manufacturer narrative:
Attempts are being made to retrieve the sample and additional information. Upon completion of the investigation, a supplemental report will be submitted.